Event description:
It was reported that the central nurse's station (cns) application froze during use. No consequence or impact to the patients was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) healthcare reported the cns-6201a (pu-621ra sn: (B)(6) ) was frozen. They rebooted the system and afterwards it would not boot up past the cns loading page. Service requested: troubleshooting/assistance. Service performed: customer was advised to replace the hdd. Blank hard drive was shipped to the customer. Investigation result: per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The cns was put into service on 03/28/13. A review of cns history found no previously reported issue with the unit. Troubleshooting with nka technical support determined there was an issue with the unit's hard drive. The unit/hdd was not returned and no nka evaluation was performed. The cns-6201a contains two hdd's to minimize risk of loss to device functionality upon hdd failure. Cns-6201a service manual advises that one hdd can be replaced without stopping monitoring. Cns-6201a operator's manual provides customer with recommended use, storage, and handling of the device. Regular maintenance inspections are recommended every 6 months. The cns service manual provides a maintenance check sheet, which includes checking the operation of the unit and status of hardware information. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. Troubleshooting of the hdd and error message, along with the replacement of the hdd is addressed in the service manual. Customer's maintenance information for this unit is not available. Unit has no prior history of nka servicing or hdd replacement. Per cns-6201a operator's manual, the expected service life of the cns is 5 years (except for periodical replacement parts). Additionally, the cns-6201a model was discontinued on 04/01/18 due to the introduction of cns-6801a. Support for the unit will continue for a minimum period of seven years. Investigation conclusion: approximate age of the unit was 6 years. From the information available, the root cause is unknown. The issue was reported beyond the expected service life and product discontinuance. Unit has no trend of issues with freezing. Changed to: establishment name: (B)(6) hospital address: (B)(6). From: establishment name: (B)(6) healthcare address: (B)(6) .

Manufacturer narrative:
It was reported that the central nurse's station (cns) application froze during use. No consequence or impact to the patients were reported. The customer rebooted the unit and now the unit will not boot up past the cns loading screen. During troubleshooting with nihon kohden tech support, removed the original slot "0" with just the backup drive in slot "0" and the unit booted back up. It was determined that the customer needs to replace the hard drive for this cns. Sending the customer a new hard drive. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns: telemetry devices (serial number: unknown).

Event description:
It was reported that the central nurse's station (cns) application froze during use. No consequence or impact to the patients were reported.